Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained that they received low elecsys cortisol ii and creatinine results. Of the data provided the cortisol result was erroneous for a patient sample on the cobas e 801 module. On (B)(6) 2017 the patient had a cortisol result of 40 nmol/l. On (B)(6) 2017 the initial cortisol result was 21.8 nmol/l and was reported outside of the laboratory. The customer questioned the result clinically. A new sample was collected with a cortisol result of 33 nmol/l on (B)(6) 2017. The customer believed the creatinine result from the same sample was falsely low on a different analyzer which led the customer to suspect sample integrity. The customer stated that they believed the issue was related to pre-analytics as the sample volume was likely short because it was a pediatric sample. The sample was hemolyzed as potassium was excluded due to hemolysis. There was no allegation of an adverse event. The cortisol reagent lot number and expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined the potential root cause is likely poor sample quality. The sample is not available for further investigation. A specific root cause could not be identified based on the provided information.